Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am 2 days post operative and I can't believe how much better I feel') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight decreased ("15 pounds come off within 24 hours") and weight increased ("gained 20 pounds in 24 hours") and experienced haemorrhoids ("hemorrhoids from swelling"), hereditary angioedema ("I have hereditary andio edema"), brain oedema ("brain swells"), pharyngeal swelling ("throat swell"), alopecia ("hair loss"), genital swelling ("swelling of genitals"), pallor ("turned skin grey"), musculoskeletal stiffness ("stiffness"), joint swelling ("joint swelling"), aspiration ("stomach acid into lungs") and cardiac disorder ("swelling it was effecting my heart"). The patient was treated with completely anti-inflammatory diet and surgery (she had undergone essure removal surgery). Essure was removed. At the time of the report, the medical device removal, weight decreased, weight increased, haemorrhoids, hereditary angioedema, brain oedema, pharyngeal swelling, alopecia, genital swelling, pallor, musculoskeletal stiffness, joint swelling, aspiration and cardiac disorder outcome was unknown. The reporter considered alopecia, aspiration, brain oedema, cardiac disorder, genital swelling, haemorrhoids, hereditary angioedema, joint swelling, medical device removal, musculoskeletal stiffness, pallor, pharyngeal swelling, weight decreased and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: weight decreased, weight increased and haemorrhoids. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am 2 days post operative and I can't believe how much better I feel') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight decreased ("15 pounds come off within 24 hours") and weight increased ("gained 20 pounds in 24 hours") and experienced haemorrhoids ("hemorrhoids from swelling"), hereditary angioedema ("I have hereditary andio edema"), brain oedema ("brain swells"), pharyngeal swelling ("throat swell"), alopecia ("hair loss"), genital swelling ("swelling of genitals"), pallor ("turned skin grey"), musculoskeletal stiffness ("stiffness"), joint swelling ("joint swelling"), aspiration ("stomach acid into lungs") and cardiac disorder ("swelling it was effecting my heart"). The patient was treated with completely anti-inflammatory diet and surgery (she had undergone essure removal surgery). Essure was removed. At the time of the report, the medical device removal, weight decreased, weight increased, haemorrhoids, hereditary angioedema, brain oedema, pharyngeal swelling, alopecia, genital swelling, pallor, musculoskeletal stiffness, joint swelling, aspiration and cardiac disorder outcome was unknown. The reporter considered alopecia, aspiration, brain oedema, cardiac disorder, genital swelling, haemorrhoids, hereditary angioedema, joint swelling, medical device removal, musculoskeletal stiffness, pallor, pharyngeal swelling, weight decreased and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: weight decreased, weight increased and haemorrhoids. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2020: information received via social media. The case was upgraded from non-serious incident to serious incident. Event medical device removal" was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.